Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm, a motor error alarm and a no delivery alarm as well. The customer reported that there was moisture under the lcd display. The customer's blood glucose was 127 mg/dl at the time of incident. The customer stated that the drive support cap was flush. The customer stated that the insulin pump was not dropped or bumped prior to the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the electronics and corroded motor home switch. Unable to verify motor error alarm and a33 alarm due to blank display. The drive support was inspected and no anomaly was noted. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.